Event description:
It was reported that multiple cartridges did not fit onto the pump. The customer used a cartridge from a different box and successfully loaded a cartridge onto the pump. Customer's blood glucose level was 161 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.